Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what piece ¿split and stayed at the resection site¿? Did the moveable top jaw break off? Did the I-blade break off of the device? How long was the procedure delayed due to this issue?

Event description:
It was reported that during a partial pleurectomy more resection of the cyst procedure, when the surgeon was about to use the enseal in one of the tissues to dry, one of the jaws of enseal split and stayed at the site resection, so it was necessary to maneuver to remove the piece. The event did not cause injury to the patient only delayed the procedure. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Additional information received: what piece ¿split and stayed at the resection site¿? There was no permanent damage to the patient. Did the moveable top jaw break off? Hospitalization was not prolonged. Did the I-blade break off of the device? The patient does not need to be re¿operated. How long was the procedure delayed due to this issue? The patient did not present serious injury.